Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v014289, implanted: (B)(6) 2007, product type lead; product ID 97702, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2010, product type programmer, patient. (B)(4).

Event description:
It was reported that the pocket became infected after a spinal cord stimulator (scs) replacement. Cultures from the device pocket were positive for (B)(6). The pocket was inadvertently opened during the scs replacement. The implantable neurostimulator (ins) had not been in service. Normal battery depletion was noted. The system was explanted. Additional information received reported that vancomycin was used to treat the current infection. The patient would stay on oral doxycycline until the scs lead was removed as replaced, approximately 3 months. The patient did not have meningitis. The infection was reported to still have been active, with the patient remaining on antibiotics for about 3 months. Refer to manufacturer's report# 3004209178-2014-13868 for scs device report.